Manufacturer narrative:
The catalog number and lot code of the reported device was not provided. The device was reported as an unknown insert. Other devices listed in this report are: unknown mdm liner, cat #/lot: not provided. Unknown screws, cat #/lot: not provided. Unknown trident cup, cat #/lot: not provided. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices would not be returned for evaluation due to the hospital's policy. Additional information has been requested and if received, will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
The event was not confirmed as the reported device was not returned for evaluation. Device history review: indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicates that there have been no similar events for the reported lot ID. The exact cause of the reported event could not be determined due to minimal information provided.

Event description:
It was reported that there was a zimmer cup that was revised to a stryker cup in (B)(6) 2013. The patient had osteo and got infected. Took out all the implants and put in cement spacer.

Event description:
It was reported that there was a zimmer cup that was revised to a stryker cup in (B)(6) 2013. The patient had osteo and got infected. Took out all the implants and put in cement spacer.